Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump administered a dose much higher than programmed despite correct programming. A discrepancy was noted between the volume of the drug remaining in the reservoir and the total infused volume recorded. The patient experienced vomiting.